Manufacturer narrative:
The astral device was returned to a resmed. Review of the device data logs confirmed the two occurrences of total power failure. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to random component failure of u68. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference# (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm. There was no harm or serious injury reported as a result of this incident.